Event description:
It was reported that the blood oxygen cannot be measured. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be sent when investigation is completed.

Event description:
It was reported that the blood oxygen cannot be measured. The device was not in use on a patient at the time of event, there was no adverse event reported.